Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. A backup device was available but not needed. The case was successfully completed with no additional patient outcomes. The device history record for this device was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was not returned to the manufacturer for evaluation. Additional information indicates that the olive wire broke due to impact with another device that was temporarily placed in the patient's bone. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2020. Although there was no adverse event reported or anticipated, the tip of the olive wire is not intended to be implanted, therefore the company has chosen to file an MDR to ensure full compliance with 21 cfr part 803.